Event description:
It was reported that a pump was alarming for door not fully latched message. There was no pt incident.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete a supplemental report will be submitted.